Event description:
After 43+ months of implantation, this pacemaker was explanted and returned because it was reported that the device was at end of life (eol). Note: the lead that was attached to this device was also removed and reported on an MDR because of high thresholds and the impedance was attached to this device was also removed and reported on an MDR because of high thresholds and the impedance was >3000 ohms.

Event description:
After 43 months of implantation, this pacmaker was explanted and returned because it was reported that the device was at end of life (eol). Note. The lead that was attached to this device was also removed and reported on an MDR because of high thresholds and the impedance was >3000 obms.